Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). Additionally, the report of the pump flow dropping to zero was confirmed through the evaluation of the retrieved log files; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events, could not be conclusively established. (B)(6) was returned assembled with the pump cable intact. The white tunneling adapter was returned attached to the pump cable inline connector and the modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device. The lvad event log file confirmed a pump flow of 0.0 lpm, which was consistent with the reported events. Despite these findings, the log file appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5, under ¿de-airing the pump¿, provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minute (lpm) of blood flow to the left ventricular assist device to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. Section 5, under ¿warning!¿, states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, the initial preparation and implantation of (B)(4) showed no issues. When the pump speed was increased to 5000 prm, however, the system showed flow of 0.0 lpm. A transesophageal echocardiogram (tee) showed no flow in the direction of the inflow cannula. Simultaneously, the patient's cerebral saturation dropped. The pump was removed, retrograde flushed and inspected, but no root cause for the lack of flow could be identified. A second attempt of implanting and speed adjustment was made with the same result. As foreign material inside pump could not be excluded, the surgeon decided to prepare the back up system. During the preparation of (B)(4), retrograde cerebral perfusion was performed for 2 minutes. (B)(4) was prepared according to the standard procedure. Test run in water was uneventful. The pump was placed and locked in the apical cuff, and the system was started at 3000 rpm and tee showed flow directed into the inflow canula. After removing the clamp from the outflow graft the tee showed air bubbles in the left ventricle and ascending aorta. System was de-aired again with a needle in the outflow graft. However, new air bubbles appeared after increasing the speed to 4000 rpm. No bleeding around the apical cuff or the pump could be observed. The thoracic cavity was flooded with water, however new bubbles appeared on tee. Pump was removed, the surgeon placed additional stitches around the apical cuff, and the pump was placed back in the cuff. No more air bubbles appeared after the de-airing process. The anesthesiologist then observed a thrombus like structure under the mitral valve. Surgeon removed the pump one more time. The thrombus couldn¿t be found in the left ventricle. Before placing the pump in the cuff again, the surgeon recognized foreign material (thrombus) in the inflow canula of the pump. The material was removed and another attempt with (B)(4) was performed. Tee showed good filling of the left ventricle and normal right ventricle function. When speed was increased up to 5000 rpm, however, the system again showed flow of 0.0 lpm. Outflow graft and aortic anastomosis were checked and found to be fine. As the surgeon was not sure that all thrombotic material had been removed from the pump, he decided to perform a test run in water with (B)(4). The test run was successful. He decided to exchange the pumps again. (B)(4) was placed again and locked in the cuff, but after starting the pump it was still not possible to establish any flow. Tee still showed good filling of the left ventricle and normal right ventricle function. As uiltima ration the surgeon decided to put a line in the pulmonary artery and performed a temporary rvad to run parallel to the lvad. After this maneuver, the flow on the lvad increased. Rvad showed 4.5 lpm and lvad 4.0 lpm. Patient left the or with stable parameters on lvad and temporary rvad. Related MFR #: 2916596-2021-05627.